Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported right side rupture with severe discomfort. The device has been explanted and replaced with another manufacturer¿s device.

Manufacturer narrative:
Additional, changed, and/or corrected data: a5, a6, b5, d6b, g2.

Event description:
Patient reported right side "rupture with severe discomfort and significant emotional distress." The device has been explanted and replaced with another manufacturer¿s device.